Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient's wire had came out last night, (B)(6) 2021 due to the adhesive coming off in their sleep. They stated they would be talking to their doctor about it when they went back tomorrow to their appointment. They also noted that the day of the report, (B)(6) 2021, they felt "off", as in something was not right with their improvements.